Event description:
Olympus was notified via a news article from the (B)(6) times, stating that the patient alleges that she contracted an infection known as carbapenem-resistant enterobacteriaceae (cre) after undergoing a gallstones treatment procedure at (B)(6) after using an olympus duodenoscope. It was reported that shortly after the procedure, the patient was placed on life support due to heart failure, respiratory failure, pancreatitis, septic shock and bacteremia according to their medical records. However, (B)(6) officials, stated in the article that they have no records of a cre infection linked to any scope. The article stated that two years later the patient remained nearly incapacitated by infections caused by klebsiella, e. Coli and enterococcus bacteria. (B)(6) has reviewed cases from january 2013 to present and found no cre infections tied to scopes ater an ercp procedures. Olympus followed up with the user facility to obtain additional information via telephone and in writing regarding the reported event, but with no results.

Manufacturer narrative:
No specific device model and serial number was identified in the article and therefore it is unknown at this time if the device was returned to olympus for evaluation. If additional information becomes available at a later time, this report will be supplemented.